Manufacturer narrative:
This report was found to be a duplicate of an event already reported in # 3002808148-2025-23759. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had e226 error. The issue was found during an inspection for use procedure. There were no reports of patient involvement.